Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had faulty display; the ventilator did not pass power on self-testing (post). The ventilator was not in use on a patient at the time of the reported event. Covidien/medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and reported to have found the mentioned issue. They ran self-testing and the issue was resolved. The ventilator was reported to be in working condition.